Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 31-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 243, 315, 250, 335 and 326mg/dl. The customer¿s expected fasting blood glucose test result range is 80-120mg/dl and expected result two hours post meal is 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 230mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/28/2022 and test strips were opened a few days prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of (B)(6)2021: d8: was this device serviced by a third party. D9: device available for evaluation. H2 device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were returned for evaluation. Reported defect not reproduced.- no defect found most likely underlying root mlc-058 cause user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.